Event description:
It was reported that a primary package for a clearlink continu-flo 3 luer activated valve solution set contained the wrong product. The customer stated that the package instead contained a clearlink single luer activated valve solution set. The reporter stated that the nurse opened packages for both products at the same time and placed them on the same counter. This occurred before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Sample availability is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.